Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 3. On (B)(6) 2025, non-osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 3. On (B)(6) 2025, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.